Event description:
Report rec'd from the USA stating that the device "does not work, vibrating and making noise" during neuro spine spinal surgery. There were no delays in surgery. Another device was available for use to complete the surgery, but the type of device was unk to the rptr. No injuries or medical intervention were reported. The surgery was completed successfully. The rptr decline to provide any pt info. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by anspach. The device was evaluated and the event was duplicated. Evidence indicates this is due to usage wear over time. The event was confirmed. If add'l info is rec'd, a supplemental report will be sent.